Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient presented to surgeon's clinic for follow up from her previously revised tibial component with anterior knee/tibial pain. After examination, surgeon recommended shortening the tibial stem component because he thought the current implant was causing her pain. After several weeks of consideration, she decided to proceed with the surgeon's recommendation to shorten the tibial construct. She was then brought to the operating room where a stat gram stain was performed to rule out infection. The tibial construct was removed using the surgeon's tools of choice, preserving the native tibia. An rp component with a fully porous proximal sleeve with 5mm augments was implanted according to the surgeon's preference. Doi: unknown. Dor: (B)(6) 2021. Unknown left side.